Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during testing, the text on the display screen was found to be dim and discolored and difficult to read. The contrast setting was set at ¿8¿. The contrast was then increased to the maximum setting of ¿10¿ with little improvement. A test screen was then installed and displayed properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reported that his screen is very dim and hard to see with contrast set at 8 and removed lens film, which did not improve ability to see the screen; this has happened suddenly and at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.